Event description:
It was reported that the patient faced infusion set was no longer connected to his body because of the hardened tissue on (B)(6) 2026. The patient had high blood glucose and treatment with manual syringes

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.